Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 80% stenosed target lesion being treated was located in the non tortuous and non calcified left anterior descending (lad) artery. A 3.50 x 32 mm promus element stent delivery system was advanced to the lad and deployed. A quantum apex balloon catheter was then advanced for post-dilation and the proximal end of the promus element stent became shortened. A 3.50 x 12 mm promus element stent was then advanced and deployed overlapping 2 mm of the proximal end of the 3.50 x 32 mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).